Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted nov 3, 2017. Upon further investigation of this reported event, the following information is new and/or changed. The supplier evaluated the quick connect insert and confirmed the missing o-ring. They provided multiple potential root causes for the missing o-ring, but they could not give a definitive root cause. Overall there is no evidence when the o-ring went missing and there is 100% inspection by the vendor and by terumos assembly associates. Overall, if the o-ring was missing in the beginning a leak would have been noticed by the perfusionist as early as during prime at low pressures (3mmhg). Since an incomplete sample was sent back (no body) a root cause could not be determined. It is unknown if there was any damage to the body of the quick connect and what happened to the o-ring. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). An incomplete portion of the sample was returned (3/8 quick connect insert only) as the remainder (3/8 quick connect body) was no longer available. Visual inspection confirmed the o-ring was missing, no confirmation as to how or when it went missing from the insert. Further testing was conducted by connecting the insert to 3/8 quick disconnect body from testing inventory. The sample was tested by pressurizing the connection with air and with fluid between the insert and body, and by tensile testing the strength of the connection. Testing confirmed that the sample with the missing o-ring will leak at low pressures, but it will not disconnect. This is a customer made connection. Per evaluation, connecting the quick connect properly will prevent disconnection. The incoming inspection data has been reviewed for the 3/8 quick disconnect insert and body and all testing passed. Additionally, the certificate of conformance documents were reviewed and these state &that the materials and methods used to manufacture the components ordered on the purchase order referenced above are in compliance with your order as confirmed to you by (suppliers company), and that the products supplied are in conformance with all applicable (suppliers company) engineering, production, dimensional and test requirements. No problems were noted in the review of these documents. The o-rings are 100% inspected in production and passed as indicated in the device history record. Awareness training was completed with associates. The supplier notification has been sent to the supplier for further investigation and or analysis. A follow-up report will be submitted when new information is learned. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. The case level gtin: (B)(4). The product identifier: (B)(4).

Event description:
It was reported that toward the end of the cardiopulmonary bypass surgery the 3/8 quick disconnect located on line 15, disconnected. This resulted in 225 cc blood loss. The line was changed out in order to continue to transfuse the remainder of the case. The surgery was completed successfully.